Manufacturer narrative:
The cp2 processor and detector was returned to the manufacturer for analysis and it was found that the cp2 did not fully boot and the x-ray detector would not ready. Analysis found that the reported event was related to electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the imaging system was not booting in standalone mode, x-ray was disabled, the command processor intermittently was not booting. The command processor and detector were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the system was stuck in ¿initializing please wait¿. The system was rebooted, with and without the interface cable connected without resolution. The site attempted entering through dmc smart terminal and re-homed the collimator without resolution. This issue was noted outside of a procedure, and there was no patient involvement.